Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergency) procedure. The procedure was completed as planned as the system started up normally after extracting the cd from the drive. It was reported to philips that a message from ghost appears on the lightning bolt's screen, and it won't restart or turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that a start-up cd was left in the host pc unit. To resolve the issue, philips field service engineer (fse) extracted the cd from the drive. After repair the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the system did not complete the startup sequence and was not able to be rebooted. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.